Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling but prior to insertion, the intraocular lens (model pcb00 +22.0 diopter) was noticed creased. No patient contact was reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/12/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The cartridge was observed correctly engaged into lower body of the pcb00 device. The plunger was observed in partially advanced position. No assembly defects are observed on the device. Visual inspection under the microscope showed some viscoelastic in the cartridge. The directions for use state to completely fill the viewing window with ovd (ophthalmic viscosurgical device). The intraocular lens (iol) was observed creased in the cartridge. No manufacturing defects were detected. The customer's reported issue was verified. However, based on the visual evaluation of the returned unit it could not be determined that the cause of the issue reported is related to the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.